Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that the meter issue began at 7.57 am on (B)(6) 2018, alleging that he obtained inaccurate blood glucose readings of ¿176 and 128 mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that he manages his diabetes, using humalog insulin (self-adjuster), and that based on the alleged readings, he took additional insulin. The patient stated that an hour after he obtained the alleged inaccurate results, he developed symptoms of ¿light headed and shaky¿, which he self-treated with glucose tablets and a glass of milk. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date, the test strip vial was not cracked or broken, and the control test had not been manually selected. Csr noted the when a control solution test was carried out, the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.